Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was infection (tested and (B)(6) culture confirmed).

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The investigation confirmed that no product was returned. The primary surgery date was (B)(6) 2007 and the revision surgery date was (B)(6) 2008 meaning that the products were implanted for 7 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records was conducted on lots 2488936 and 2455511 with the result that no anomalies were found. A review of the manufacturing records for lot 2460896 identified that one deviation was raised (B)(4). Review of (B)(4) identified that it was raised to allow transfer of product to a new machine to increase production. It was confirmed that this deviation should have had no effect on the reported incident. The irradiation certificates for lots 2460896, 2455511 and 2488936 show the dose to be within allowable limits and no other anomalies were found. Copies of the certificates have been attached to the complaint. With the information available the investigation will be closed with an undetermined conclusion and entered into the complaints database for future trending. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.